Event description:
It was reported that during use of the bd perfusion¿ syringe w/needle the medicine leaks through the plunger and behind it. Foreign complaint the following information was provided by the initial reporter, translated from german to english: when drawing the medicine first time already not tight. The liquid goes into the plunger of the syringe and behind it.

Manufacturer narrative:
Investigation: one used sample was provided to our quality engineer for investigation. While inspecting the product, a leakage was observed between the stopper ribs. No damage or molding defect was identified that could contribute to the leak and the stopper was noted to be properly assembled to the plunger. A device history review was performed for the reported lot 1812216, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1812216 were used to conduct a leakage test. Product was disassembled and inspected, no defects or damage were noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd perfusion¿ syringe w/needle the medicine leaks through the plunger and behind it. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when drawing the medicine first time already not tight. The liquid goes into the plunger of the syringe and behind it.